Event description:
It was reported that "signal loss" occurred. The sensor was inserted into an off-label insertion site, on (B)(6) 2026. No product or data was provided for investigation. The allegation and the probable cause cannot be determined.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. H2 type of follow up - correction. H6 codes - correction.

Event description:
It was reported that signal loss occurred. The sensor was inserted into an off-label insertion site, on 2026-01-03. Performance data was reviewed. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). MDR regulatory awareness date - correction for initial MDR submission - correct date should be (B)(6) 2026.

Event description:
It was reported that a signal loss occurred. It was indicated the patient started their transmitter past the 'use by' date, which is misuse of the device. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.